Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vicmo 13.2, -11.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019, oct showed a vault of more than 1200 microns, however the iridocorneal angles were open and intraocular pressure was 15 mm hg. On (B)(6) 2019 another oct was performed and the vault increased to 1328 microns. Refraction, pressure and iridocorneal angles were fine. On (B)(6) 2019 the following information was received "the patients (od) is currently fine, her bcva is 20/20. On next days she will be intervened again. We are waiting for the replacement lens. Doctor has decided to exchange with smaller lens (12.6mm)". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that a 13.2mm, vicmo13.2, -11.00 diopter,implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault. A replacement lens of shorter length was later implanted and the problem was resolved. Patient code 3191: secondary surgical intervention, explant. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found the haptic torn. (B)(4).